Event description:
Nurse heard clicking sounds coming from ventilator. Went into room to check on it and noticed smoke coming from ventilator. Ventilator turned off and noted it was hot to the touch. Vent changed out. Patient tolerated with no decrease in sao2 levels.